Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped by connecting the one-way valve and creating a vacuum. The md used a predilator and the clinician activated the hydro coating. The sheath was inserted into the pts' left femoral artery. As the md was inserting the iab through the sheath, the md rotated the iab to make the insertion easier. As a result, the md could not place the iab because the membrane began to unwrap at the proximal site. The md removed the iab and the sheath as one unit. Another iab was not inserted. There were no reported pt complications or injury. The pt is "ok".

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.